Event description:
The following has been reported: speaker error 051, total failure of the pump during operation. Reporting as a conservative measure. No adverse event information reported.more information is needed to complete the investigation.